Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the arrow buttons and the ok button are responding intermittently, not always working when pressed. The pump is worn under a garment against the body. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4): "ok","up" and "down" keys exhibit ntermittent response to button presses. The "contrast","up","down" and "ok" keys do not have normal spring back or click. The pump was returned with torn keypad, on the "ok" key. The keypad was removed to investigate and evidence of keypad contamination was located under "contrast","up","down" and "ok" contact buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.